Manufacturer narrative:
(B)(4) relates to (B)(4) for needle detachment. Although the patient's exact age was not provided, the patient is reportedly (B)(6). Although the lot number was not provided, it was reported that the device was not used past its expiry date.

Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using an uphold vaginal support system, as the mesh leg assembly was being loaded into the capio device, the needle detached. The needle detachment reportedly occured outside of the patient. The physician completed the procedure with another uphold vaginal support system with no complications to the patient, who is reportedly "fine."